Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they alleged insulin pump was under delivery. Customer blood glucose level was 20mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Troubleshooting was performed. Customer was treated with insulin pump and they had no symptoms. The insulin pump will not be returned for analysis.